Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noisy image occurred. A root cause could not be identified. Based on the results of the investigation, it was determined the following led to the malfunction: interference, lines and noisy image was due to corrosion on the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had interference and lines in the image during installation. There were no reports of patient involvement.